Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between sheath and catheter and in the inner lumen. The sheath was returned partially covering the membrane. Two kinks were observed on the catheter tubing approximately 74.9cm and 45.2cm from iab tip. The optical fiber was found to be broken within the membrane approximately 74.9cm from iab tip. The pressure tubing, extender tubing and the three-way stopcock were returned. - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, pressure tubing and extender tubing was performed, and no leaks were detected. - a laboratory insertion test was unable to be performed due to the membrane being unfurled. The optical fiber was found to be broken within a severe catheter kink, confirming the reported problem of ¿alarm, fiber optic sensor failure¿. However, the reported problem of ¿difficult/ unable to insert iab through sheath" cannot be confirmed by the evaluation. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: clinical engineer event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that soon after inserting the intra-aortic balloon (iab), the optical sensor was connected but was not recognized. Reinserting the connector did not improve the situation. It was noted that some resistance had been felt when inserting the iab into the sheath. After five minutes, a new iab was inserted to continue therapy without further issues. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event is occurred in the japanese market with a transray 40 cc iab, which is a significantly similar device to sensation 40 cc which is sold in the us. For d4: di number has been used for sensation 40 cc (B)(4), which is sold in USA. Provided d4 lot number, d4 expiration date , h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.